Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer could not be booted up and a burning smell was noted. The power cord was changed but the issue remained. This programmer would be returned. No adverse patient effects were reported.